Event description:
It was reported by the sales rep that during a hand assisted nephrectomy procedure there were 2 devices used. When the surgeon inserted the devices into the trocar, he had to torque them harder than usual when inside the device and began to leak. This happened in the same area of the seal with both devices. He could insufflate and manipulate the device; no part was observed to be damaged or broken on the devices. They completed the procedure with an applier port. No patient consequence was reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.